Event description:
In 2006, nellcor puritan bennett received a report of shearing on a stylet sterile 6fr. The caller reported that the end of a stylet sheared off and was retained in the endotracheal tube of the pt. The caller reported no pt harm.

Manufacturer narrative:
Manufacturing is addressing the customer reported complaint mode in a CAPA.